Event description:
It was reported that the customer had a no delivery alarm on the insulin pump and there was damage on the battery cap. Customer's mother stated that the battery cap was placed on too tight and she was using a coin. Customer had to use a nickel to remove the cap. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. Customer declined troubleshooting for the no delivery alarm. No further assistance needed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.